Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the intravascular ultrasound procedure, the physician found the distal tip of the subject guidewire broke off into the patient's anatomy. The physician was able to retrieve the subject guidewire broken fragment out of the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the intravascular ultrasound procedure, the physician found the distal tip of the subject guidewire broke off into the patient's anatomy. The physician was able to retrieve the subject guidewire broken fragment out of the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received on 28-jan-2022 indicating that the subject guide wire broken part was removed from the patient anatomy via aspiration.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that it¿s unknown if there was any damage noted to the packaging prior to preparation of the device or if there were any anomalies noted to the device during initial inspection and preparation. The device was prepared as per the dfu and the dispenser hoop was flushed before removing the guidewire. Continuous flush was maintained for the duration of the procedure. Its unknown what other devices were used in conjunction to the guidewire as this was an intravascular ultrasound (ivus) procedure. The procedure was completed successfully and the current patient condition is fine. The patient was not impacted by this event. There was no injury encountered during the procedure. It is unknown if any additional medication was given to the patient due to the event. The distal section of the guidewire broke inside the patient¿s anatomy and the guidewire broken fragment was removed from the patient¿s anatomy. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the intravascular ultrasound procedure, the physician found the distal tip of the subject guidewire broke off into the patient's anatomy. The physician was able to retrieve the subject guidewire broken fragment out of the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received on 28-jan-2022 indicating that the subject guide wire broken part was removed from the patient anatomy via aspiration.